Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the app not working occurred. It was indicated, that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined, to be signal loss, due to the transmitter and app were not being able to establish a connection. The reported event of the app not working is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).